Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving fentanyl (5000 mcg/ml at 3224.6 mcg/day with all boluses) and bupivacaine (36.5 mg/ml at 23.54 mg/day with all boluses) via an implanted pump. The indication for pump use was degenerative disc disease and spinal pain. On (B)(6) 2017 it was reported that the patient saw an 8476 (motor stall) code on their ptm (personal therapy manager. The pump was interrogated and the pump logs showed a motor stall occurred (B)(6) 2017 at 05:24 with no motor stall recovery noted. The environmental, external, or patient factor that may have led or contributed to the event was noted to be ¿na¿. The intervention/action taken was that the pump was updated. The issue was not resolved. Surgical intervention was planned, but not yet scheduled. The patient status was reported as ¿alive ¿ no injury¿. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on (B)(6) 2017 from a manufacturer representative (rep) reported pump had an unrecovered motor stall. Healthcare professional (hcp) sent patient home with a fentanyl patch to manage withdrawals. It was noted pump logs were read by the office. They tried to update the pump to simple continuous, but were unable. It was noted the motor stall continued. It was noted patient was referred for replacement. The cause of the motor stall was unknown, and the issue was noted to not be resolved. There was additional information reported that was not relevant to this event and therefore was omitted; see pe (B)(4) in logs

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 2017-feb-22 from a healthcare professional reported pump was interrogated, patient was not getting boluses, and after interrogation a motor stall was seen. Pump was interrogated two more times after motor stall message as advised by manufacturer representative (rep). Rep advised the pump need to be replaced.

Manufacturer narrative:
The patient's weight at the time of the event was unable to be obtained by the manufacturer. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Conclusion code no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer's representative on (B)(6) 2017. It was reported that surgical intervention was performed; the patient's pump was replaced due to a motor stall on (B)(6) 2017. It was stated that there were no environmental/external/patient factors that may have led or contributed to the issue. Regarding diagnostics/troubleshooting performed, the physician aspirated the catheter to determine patency. The issue was resolved at the time of the report, and the patient's status was indicated as "alive - no injury." There were no further patient complications reported as a result of the event. The patient¿s medical history and concomitant medications were asked but was not made available to the manufacturer.